Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from november 27, 2019 - december 02, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph showed residual fluid inside the device bladder which suggested underinfusion may have occurred. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.